Event description:
It was reported that the patient had received inappropriate shocks due to an apparent fracture on the right ventricular (rv) lead. High impedance levels and oversensing were observed on the rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154vrc implantable cardioverter defibrillator (B)(6) 2006. (B)(4).